Event description:
The MFR has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb, a retrospective review found the following event. A customer returned a nim-response 2.0 pt interface as part of a nim system, reporting that it had intermittent function. This intermittent function was verified by service as being caused by pins on the power control board that were loose; a condition which can disrupt the delivery of stimulus or reading of emg activity. Based on this info, it cannot be ruled out that a nerve that was present was not being read, and system safe-guards (warnings/alarms) may not have identified the issue. If this situation were to recur, the possibility for a false negative is assumed to exist.

Manufacturer narrative:
This pt interface was returned with a nim mainframe, and as these devices cannot operate independently of each other, they are being reported as a system. The pt interface serves as a junction for electrodes and cables between the pt and the mainframe, which presents the possibility for connection issues, some that have the potential to go undetected. The mainframe on the other hand has built in audio and visual warnings to alert the user of a system failure; therefore, this reported event was most likely caused by the pt interface. When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This report was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve cords, if the system fails to perform as intended, (effect or defect electromyographic (emc) activity) it prevents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle, use of paralytic anesthesia agents; tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulas levels are dependent upon various conditions including but not limited to; type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situation occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.